Event description:
Cast wet or dry stockinet and padding were applied to pt's leg on 10/29/96. Pt complained that her leg was itching and burning. Cast was removed on 11/18/96. The area of the leg was inflamed, blistering, infected and swollen.